Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to fluid leak. A patient outcome was not reported.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to fluid leak. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient had a revision surgery to replace the ipp on (B)(6) 2020. Related components details- 72404155, 1000282473, 72401850, and 1000308145.

Manufacturer narrative:
G5 corrected the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification; no leaks were found. Cylinder 2 has a leak in the proximal cylinder body that was result of sharp instrument damage occurred during implant; hole/damage was present. These damages are consistent with explant damage and were considered a secondary failure. Product analysis was unable to confirm the reported allegation related to fluid leak, as sharp instrument damage was identified. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, no escalation is required. Related components details- 72404155 1000282473 72401850 1000308145.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to fluid leak. A patient outcome was not reported.